Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. Insulin pump monitored for several days. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected restart ,external error and the source of an external interrupt could not be determined alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the contacts on the battery cap were not missing or damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer was assisted with troubleshooting and display did not returned back. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.